Event description:
Leak from heat exchanger cap. During priming at approx 4.2 l/min, 200 cc priming solution leaked on the floor.

Manufacturer narrative:
The factory confirmed the o-ring which seals the header, was pinched in the outlet header. If this incident occurred during mfg, the routine leak test would have detected a leak and the unit would have been discarded. The factory determined that the heat exchanger header was 0.1 mm larger than specified dimension. This has been corrected for the lot produced after 9/10/96.